Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, as the physician threw the second mesh leg assembly through the [second] ligament, resistance was experienced, and the needle (with approximately 2 centimeters of suture at the end) detached. The needle was reportedly captured in the capio cage, and no device components fell into the patient. As the physician removed the device from the patient, he noted that "the dilator was also bunched up." The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who is reportedly "fine" post-procedure.